Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose was around 500 mg/dl at the time of admission. The mother stated the customer was not in an accident. It was also found the customer was admitted into the intensive care unit for their high blood glucose. Customer was hospitalized for 26 hours. The mother also reported a no delivery alarm during a bolus delivery. Customer's blood glucose was 300 mg/dl at the time of the call. The mother declined to return their products for analysis. No additional information provided.